Event description:
Event description guidant received information that upon presenting to the hospital, this pacemaker patient experienced a syncopal episode. The patient felt symptomatic during atrial tachycardia response (atr) episodes, triggered by periods of atrial flutter/fibrillation, and it was questioned whether the atr feature was programmed aggressively enough. It was also noted that the competitor's ventricular lead displayed increased pacing threshold measurements and decreasing sensing amplitude and impedance measurements.